Event description:
It was reported that a patient with an 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years and 11 months due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3a, b4, b5, d1, d4 (model number, serial number, expiration date, primary unique device identification number), d6a. G3, g4 (PMA number), g6, h2, h4, h6 (component code, investigation findings, investigation conclusions). Attempts to retrieve additional information were unsuccessful. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards' mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The procedure was successful.